Event description:
Medtronic received a report that the apollo catheter was entrapped by an onyx cast and remains in the patient. The patient was undergoing a fistula embolization. The accessed vessel was the internal carotid artery (ica). It was noted the patient's vessel tortuosity was moderate. It was reported that the physician informed me that while injecting onyx he let the reflux go past the detachable marker, and when he tried to pull it out, he could not remove the catheter from the onyx cast and it broke off proximately to the detachable tip zone. The detachable tip along with 4 cm proximal to the detachment zone was left in the patient. It was reported catheter separation due to onyx entrapment occurred. The physician performed a continuous injection. There was 7 cm of onyx reflux. The catheter was broken in the distal section. Not all broken segments of the catheter were removed from the patient. There were no surgical or medicinal interventions required. It was reported the catheter stretched during removal. There was force applied during delivery or removal. The catheter tip was entrapped/stuck. There were no vasospasms. The catheter was not stuck inside the guide catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a benchmark 71 guide catheter.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient is doing well after the procedure. There were no symptoms related to the catheter entrapment. The dead space of the delivery catheter was filled with .23 ml of dmso.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the fistula was located off of the transverse and sigmoid sinuses.

Manufacturer narrative:
Corrected to product problem. This event is not a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.